Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, two lots were reprocessed for anomalies that did not contribute to the customer complaint. The product released met the manufacturer¿s acceptance criteria. No sample has been returned for evaluation. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A customer reported that the trocar valve leaked after insertion during an ophthalmic procedure. Thus, trocar valve plugs were used to plug the leaky valve and the procedure was completed without known impact or consequences to the patient. The product sample was discarded. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).